Event description:
Note: date of event is approximately 2007. It was reported to boston scientific corporation in 2008, that a securi-t replacement gastrostomy device was used during a peg procedure in 2007. According to the complainant, about 6 months after placement, during a planned device replacement procedure, the internal bolster was observed to have detached inside the patient's body. It was reported that the bolster was removed with the endoscope. The replacement procedure was completed with a second securi-t replacement gastrostomy device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the date of manufacture cannot be determined. Although the complainant has indicated that the suspect device will be returned for eval, it has not been received. A device eval has not been performed; the cause of the reported malfunction is undetermined.